Manufacturer narrative:
Device evaluated by MFR: the unit returned with its original pouch. The unit returned has the distal end bent, as part of overall visual revision. The visual inspection was performed, and the device presents: the distal end kinked and bent, and the core wire broken from the ballweld. Dimensional inspection was taken and was measured within specification. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: failure occurred due to a torsion/tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The 70% stenosed target lesion was located in the moderate tortuous and calcified iliac artery. The length of the lesion was 20mm with a diameter of 8mm. After injecting the saline, the physician withdrew the amplatz super stiff guidewire and found that the core and tip were detached. The procedure was completed with another of the same device. There was no patient injury reported and the patient¿s condition was stable after the procedure.

Event description:
It was reported that tip detachment occurred. The 70% stenosed target lesion was located in the moderate tortuous and calcified iliac artery. The length of the lesion was 20mm with a diameter of 8mm. After injecting the saline, the physician withdrew the amplatz super stiff¿ guidewire and found that the core and tip were detached. The procedure was completed with another of the same device. There was no patient injury reported and the patient¿s condition was stable after the procedure.